Event description:
Eye problem started around thanksgiving 2005. His eye was bothering him and he had to leave for a race. When he returned home the monday after thanksgiving his eye was completely swollen shut and very sore. We went to his eye dr locally on that same monday and was given an antibiotic drop to use. He returned on wed morning for a check and his eye was worse. They called another dr and we left home for his appointment that same day. Dr wanted to take cultures but couldn't on that wednesday because he had used the antibiotic drops that day. We spent the night and went back the next day and the cultures were taken. Over night his eye condition had worsened another 5%. It was eating into his cornea very quickly. Given two different drops and an anti viral medication to take as they didn't know what the cause was yet. We used the drops every 1/2 hour day and night. After approx one week the cultures came back positive for the fungus. He was treated with the drops for approx 2 months before the fungus stopped growing. We started off going to the dr every 2-3 days. Then we were there twice a week for a while then it was every week and gradually as time went by the time between visits lengthened. The dr's record would show all the exact dates. The fungus is inactive, but has caused scarring of the cornea. The scar is almost dead center of his cornea... His vision has been terribly impaired. The only hope of any vision correction is a cornea transplant and even then the dr told us that he would probably only have a 40% chance of having any better vision.